Event description:
It was reported that during the procedure the subject stent was not visible distally in the microcatheter on fluoroscopy. After a detailed check, it was not found anywhere else either; it was probably not attached to the delivery wire. Nothing was found in the hub. The procedure was completed successfully, no clinical consequences were reported to the patient.

Event description:
It was reported that during the procedure the subject stent was not visible distally in the microcatheter on fluoroscopy. After a detailed check, it was not found anywhere else either; it was probably not attached to the delivery wire. Nothing was found in the hub. The procedure was completed successfully, no clinical consequences were reported to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent was not returned. The stent delivery wire (sdw) was returned outside of the introducer sheath. A kink/bend was present to the distal tip of the introducer sheath. Crush damage was also noted. A kink/bend was present at approximately 27cm and 161cm from the distal end of sdw. Functional inspection was not performed as the stent was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'ro marker(s) detached/separated/not visible under fluoroscopy' was undeterminable as the stent was not returned for analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the stent was not visible distally in the microcatheter on fluoroscopy. After a detailed check, it was not found anywhere else either; it was probably not attached to the delivery wire. Nothing was found in the hub. A microcatheter was used'. The stent was not returned for analysis. Therefore, it was not possible to examine the stent for the presence of the 3 ro markers which are attached to the proximal and distal ends of the stent. Each stent unit that is sold is loaded into a dispenser hoop and there is a 100% inspection of the stent once it has been loaded inside the introducer sheath for correct positioning, ensuring no damage occurred to the stent during the loading process and ensuring that there is no foreign material present on the stent post-loading. The introducer sheath was returned for analysis and there was a kink/bend present near the distal end of the sheath. This type of damage is often seen on a sheath which is pushed into a closed or partially opened vent cap when it is being placed inside the rotating hemostatic valve (rhv) valve. Finally, the sdw was returned for analysis. It was not present in the introducer sheath and the sdw was kinked/bent near the distal and proximal ends of the wire. There is very little additional information present to assist with understanding what might have occurred on this occasion. The crush damage to the introducer sheath distal opening, and the kink/bend noted to the distal section suggests that there was some difficulty experienced when placing the sheath inside the rhv / moulded hub of the microcatheter. It is possible that this resulted in the stent deploying unexpectedly during transfer. The stent is a very difficult item to find once it has been removed from the introducer sheath. This is once possible explanation to try and understand what might have occurred on this occasion. The user also states that the stent was not anywhere else either, which suggests that this was not a normal stent transfer from sheath to microcatheter lumen. An assignable cause of undeterminable has been assigned to the 'as reported' event: ¿ro marker(s) detached/separated/not visible under fluoroscopy¿. An assignable cause of handling damage has been assigned to the 'as analyzed' events: ¿stent introducer sheath distal tip damaged¿ and ¿sdw kinked/bent¿. This complaint appears to be associated with a product that met the stryker's design and manufacturing specifications, but performance was limited due to handling damage that most likely occurred during device preparation.